Event description:
Per the audiologist, due to the patient having a common cavity in the cochlea the surgeon could only perform partial insertion in the initial surgery. The patient had a little to no benefit with the device. The surgeon is planning to perform revision surgery to reposition the array.